Event description:
It was reported that the pruitt f3 carotid shunt had a hole in the white balloon when they tried to test it. The issue occurred during pre-use check. No injury was reported.

Manufacturer narrative:
The involved product was not returned for evaluation. Therefore, the root cause of the reported event could not be determined. The issue was noted prior to use and the product was not used on the patient. The device history record was reviewed. No manufacturing or packaging issues were noted that would result in the reported event. Additionally, we have not received any other complaints of a similar nature for other devices from this lot.